Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, it was reported that the customer was able to clear the malfunction alarm and resume insulin delivery. The customer's blood glucose level was 137 (mg/dl). It was indicated that the customer would continue to use the current pump for insulin therapy until the replacement pump was received.